Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the surgeon had the colon pulled up with tension, placed stapler at rectum, and articulated fully. The safety would not engage fully. The surgeon proceeded with the firing, the stapler laid some staples, but most of the staples were unformed, and the blade cut tissue. Defects were seen on the load. The surgeon put an anoscope in, and closed the stump from the inside. The pt was then given a colostomy, and the surgeon will create an anastomosis at a later date.